Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found broken connector pins on the cable assembly. (B)(4).

Event description:
It was reported that the recharger (insr) was not charging. The connector pin broke off the day prior while the patient was trying to charge. The stimulator depleted the day prior since the patient could not recharge (due to the recharger being depleted). No patient injury was reported. Relevant medical history includes lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.